Event description:
An alarm heard by the patient and his partner, but not confirmed by telemetry was reported. It was stated that the alarm stopped when the patient used his ptm (personal therapy manager). Patient woke up on the morning of (B)(6) 2011 with pruritus, stiffness, diarrhea, and redness. The pump was accessed and refilled and there were no volume discrepancies. Patient visited the ER on (B)(6) 2011 with withdrawal symptoms. Patient believed that the pump was not working. It was once again noted that the pump was beeping but logs did not show any alarms. The pump was replaced. Since the pump replacement, the patient was not having any more issues. Drug delivered via the system was baclofen (compounded) 3500mcg/ml at a daily dose of 500mcg. It was later added that during surgery, hcp repeatedly tried to aspirate through the catheter access port and could not do it. Catheter was not replaced as it was working fine before it was attached to the pump and was noted as fine with the new pump.

Manufacturer narrative:
Catheter model 8709sc, lot# n170012001, implanted: (B)(6) 2008, explanted: unk; programmer model 8835, serial# (B)(4).

Manufacturer narrative:
Supplemental submitted to update conclusion and device codes.